Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified left coronary artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon inflation at 6atm for 30 seconds. The device was removed using normal method without issue and the procedure was completed with another of the same device. No complications were reported and the patient was good post procedure.